Manufacturer narrative:
Visual inspection on header did not find any anomalies that could cause the complaint in the field. Device was received in normal range of operation. Analysis of device was performed,, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. The reported event of loose or intermittent connection was not confirmed.

Event description:
It was reported that the patient present for routine pacemaker upgrade. During the procedure the physician noted that the right atrial lead set screw was unable to fully deploy. However, the device exchange proceeded without incident. The patient tolerated the procedure well, and there were no immediate complications.